Event description:
It was reported that the right atrial (ra) lead dislodged due to patient trauma. During the lead revision procedure, the physician could not connect the lead to the device due to a setscrew problem. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).